Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. The contact was not sure what was the cause of the hospitalization. Although multiple requests were made for additional information, the customer did not reply.